Event description:
Power port was placed in operating room. As case was coming to a close, the surgeon attempted to withdraw blood to confirm proper function, surgeon was unable to do so. Incision was opened and port was manipulated, again, port would not withdraw. X-ray confirmed correct position and no kinks. Therefore, decision was made to pull malfunctioning port and replace with a functional one.